Event description:
It was reported by service report that the ground prong was bent. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: the ground prong was bent.